Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl and 302 mg/dl. The customer reported that they treated high blood glucose level with 20 units of manual injection. The customer reported that they were anxious and was not feeling well due to high blood glucose level. The customer stated that the woke up his wife and any moment now they are ready to go the emergency facility and just will wait for another blood glucose reading just to be safe. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.